Event description:
Additional information received from reporter for report mw5117054 on 9/6/2023. A bioresorbable airway splint device in collaboration with the (B)(6) was successfully implanted into a female infant on (B)(6) 2023 at the (B)(6). Postoperatively, her respiratory status improved such that she was extubated for approximately one week in early february. Unfortunately, her respiratory status steadily declined thereafter, eventually requiring tracheostomy as we had anticipated. Over the next several months, she developed several respiratory tract infections requiring prolonged courses of antibiotics. Subsequent endoscopic evaluations and CT imaging demonstrated device erosion into her reconstructed airway. This adverse event was reported to the FDA on (B)(6) /2023 and was assigned mw5117054. As you know, the device was used in the unique indication of tracheal agenesis with the airway lacking cartilage rings. Since the airway was esophageal tissue, this likely played a significant role in the erosion. On (B)(6) 2023, she was re-hospitalized at (B)(6) with sepsis and eventually developed multi-system organ failure. The degree of device erosion remained stable at that time. After discussions with family, care was withdrawn on (B)(6) 2023, and the patient expired later that day. An autopsy was declined. Since there was never any mediastinitis from the device erosion, it remains unclear whether the device contributed to her sepsis.

Event description:
Evidence of bioresorbable airway splint erosion into patient's airway at 3 months postop implantation. The event was noted on routine bronchoscopy and confirmed by chest CT scan. No effect on patient clinical condition noted thus far. Splint function in maintaining airway patency remains intact. Evidence of multiple splint sutures along the anterior wall of the airway on bronchoscopy. Follow up CT showed no infection or extraluminal tracking of air. Patient remains clinically stable.